Event description:
It was reported that the package of the extension was failed. It was noted that it could not be determined if the extension was ensured to be sterilized. There was no patient injury or death. Device was not used in patient.

Manufacturer narrative:
(B)(4).